Event description:
It was reported that the patient experienced a low blood glucose in the 60s that stabilized after ingesting oral carbohydrates such as juice or glucose tablets. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after treatment with oral carbohydrates and no hospitalization. Investigation included complaint intake, troubleshooting, and patient education. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of the hypoglycemic event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.